Event description:
The following event was reported to agilent technologies: the crew arrived on the scene and found the pt pulseless and breathless. They provided advanced cardiac life support care, monitoring, pacing, and electrical capture. The monitor then read "pads off" in the right corner of the screen. The pt was transported to a hosp.